Event description:
A (B) (6) customer contacted bayer and alleged that she had received erratic readings using her contour link meter. The readings she received (on the same day) were: 3.2, 21.8, 11.9, 16.9, 11.9, 18, 14.9 and 14.7 mmol/l. After receiving the blood glucose readings, the customer alleged she was incoherent and her husband had to call 911. The customer was taken to the hospital, but she was unable to provide the actual blood glucose reading received by the hospital. She did mention that the reading was far different from her meter readings. It's not known if the customer received treatment. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.